Event description:
A report was received from the USA stating that an ht70 ventilator randomly would not turn on or off. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
Add'l info is not available at this time. (B)(4).